Manufacturer narrative:
No product problem detected. Fracture was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Fractured insertion post.